Event description:
Customer reported issues with the insulin pump. Customer states that there is a call error alarm. The blood glucose reading is 179 mg/dl. Nothing further reported.

Manufacturer narrative:
Evaluated one opened/used enlite sensor, performed bicarbonate buffer test and sensor failed per specifications due to low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.